Event description:
It was reported after a percutaneous interventional procedure done in 2004, the pt received an 8f angio-seal device to seal the arteriotomy site. This was a first time deployment for the physician with the sjm representative talking him through it. After tamping the collagen, bleeding continued and manual compression was applied for one hour, hemostasis was achieved. The spring had not been applied and the suture was cut. The pt complained immediately of leg numbness. An ultrasound of the leg the next day revealed the anchor not cinched to the vessel wall and thrombus formation resulting in diminished blood flow. Thrombolytic therapy was initiated with warfarin and eventually blood flow was restored. The pt was discharged 156 days later. The physician stated this was technique related as this was his first time using the angio-seal device. The sjm representative discussed the need for instruction and practice on a demo prior to pt deployment.